Manufacturer narrative:
E1 initial reporter facility name is (B)(6); reported here as facility name exceeded character limit for designated field. E1 initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and watchman closure device was inserted. During attempting deployment of the wds in the laa, the was noted to be kinked, causing the core wire of the wds to be twisted during withdrawal and made it difficult to recover, so the wds was recaptured and both wds and was were removed from the patient. A new wds and new was used to complete the procedure. The patient condition following the procedure was stable. It was noted the patient did not have any difficulty anatomy.